Event description:
A pt came into the clinic showing symptoms of high blood glucose. The nurse tested his blood glucose on suspected device and it was 70 mg/dl. She retested and it was 90 mg/dl. A lab draw was done at the same time. The pt was sent home with no treatment. The lab results came back the next day and it was 247 mg/dl. The pt was then contacted and insulin was adjusted.